Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of event, and the user tried to expose again to continue the procedure. A philips field service engineer (fse) performed the diagnostic test and found that the tube small filament open and faulty and needs to be replaced. Since the system was not under warranty anymore, the service request was cancelled. Therefore, philips field service engineer did not work on the system and no additional information was collected from the customer. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system intermittently failed to emit x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.